Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2004 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure in order to treat stress urinary incontinence and mesh was implanted. It was reported that the patient underwent mesh revision/removal on (B)(6) 2012 due to pain, infection and erosion. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent mesh excision and cystoscopy on (B)(6) 2012 for dyspareunia and pelvic pain.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.